Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "knife wound not enter cornea" (dull). The customer reported that knife was observed being used and it was difficult for the surgeon to make entry into cornea. No pt impact was reported. Add'l info was requested.